Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the device ran without user activation after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the device ran without user activation after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed. The device was received for evaluation; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported run-on of the device was duplicated by a manufacturer repair technician through functional evaluation. Upon disassembly, it was found that the shafts of the triggers were corroded, which can cause the reported event.